Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external flash crc error alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loss of data alarm. The customer¿s blood glucose level was unknown. Customer also stated that they were able to rewind the insulin pump. The insulin pump will be returned for analysis.